Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 125 samples were taken from the current production (material number 5-10313 lot # 73c2100906) at the manufacturing facility. The samples were visually inspected, and issue reported "detached - connector" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "endotracheal tube hub disconnect in which the patient had an endotracheal tube exchange with no complications and no desaturation".